Event description:
A patient contacted baxter's technical service center regarding a low ultrafiltration (uf) alarm, which occurred on the homechoice (hc) during use during drain 3 of 3. The drain volume equaled 3448ml. The manual drain volume equaled 2125ml. This met increased intra-peritoneal volume (iipv) criteria (any therapy where the patient volume exceeds 160% of the maximum prescribed cycle fill volume). The current uf equaled 496ml. The uf target equaled 1000ml. The patient stated he did not understand what the alarm meant. The technical service representative (tsr) explained the alarm. The tsr explained the numbers to the patient. The patient stated that the registered nurse (rn) called baxter and changed the target uf to 200ml. The tsr explained that the target uf was still at 1000ml and that they were unable to make changes. The tsr called the rn. The rn stated that the patient is a positional drainer and that they have spoken to the patient and advised him that he has to bypass this alarm if he feels empty. The rn stated they set the alarm this high for a reason. The rn would confer with the other rn and follow up with the patient. The tsr advised the patient that the rn would follow up with him. The tsr reviewed the current uf and it was now at 608ml. The tsr assisted the patient with bypassing to the last fill. The patient understood and would call for bypass assistance if necessary. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(4) 2012, regarding the reported events. The rn stated she was aware of the low uf alarm. The rn stated the patient is a positional drainer and has to do a last manual drain in order to drain out all the solution. The rn stated the patient's fill volume is 2500ml. The rn stated she was not sure if the patient had a total drain volume in cycle 3 of 5573ml, or if the patient had a drain volume of 2125ml and a total therapy drain volume of 3448ml. The rn stated the patient is still learning about the machine and does not always know the correct terminology. The rn stated the patient has been continuing therapy successfully. No patient injury or medical intervention was reported. No allegations were made against any baxter products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs did not confirm the reported increased intra-peritoneal volume (iipv), and the iipv was not duplicated during evaluation. The device was determined to meet electrical specifications, but failed functional performance specifications. However, no device failure or malfunction was identified that could have caused or contributed to the reported iipv. A service history review revealed no previous service events that were related to the reported condition. A device history record review identified no issues that were related to the reported condition. Based on the information gathered during baxter?s investigation, this complaint for an increased intra-peritoneal volume (iipv) was not confirmed and the root cause of the report was undetermined.